Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels, with a reading of 27 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime test. Did find some alarms in the alarm history due to the customer storing the insulin pump without the battery for several months. Nothing further was reported.